Manufacturer narrative:
Product event summary: a partial delivery catheter was returned and analyzed. The shaft on the hub of the delivery catheter was spiral slit. The catheter shaft was torn. Visual analysis of the delivery catheter indicated damage during use. The analyst noted only the proximal end of the delivery catheter was returned. Slitting started on the centerline on the hub of the delivery catheter but was spiral slit soon after. The shaft of the delivery catheter was torn off at 8.4 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the physician had difficulty slitting two catheters with the slitter. The physician used another slitter and had the same issue. It was noted that both slitters were faulty. No patient complications have been reported as a result of this event.